Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient weight unknown / not provided, date of event unknown / not provided, lot/serial # unknown / not provided, device expiration date unknown / not provided, device UDI number unknown / not provided, device manufacturer date unknown / not provided.

Event description:
It was reported that clinician placed a bnst411 in site # 21 for patient: took 2nd p/a when placing cover screw, later placed an ieha454 healing abutment which he felt clicked into place but did not radiograph. Restorative dr. Placed unknown final restorative abutment and said it clicked into place, but did not appear to be seated. We do not have an x-ray of the restoration. She did take attached photo of platform. Perhaps you can enhance better than I, it appears there may be damage on platform and perhaps upper hex. The healing abutment x-ray was taken by dr. After the restorative abutment did not seat, he tried to replace the encode but it does not seat. I believe there is some internal hex damage from when the original encode was placed.

Manufacturer narrative:
One imp,tsv,3.7,8,mtx,mg (bnst411) was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item # (bnst411), associated IFU/rm files and picture image provided. Functional testing could not be performed because the product was not returned. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #21. X-ray & picture evaluation: picture evidence was provided. Picture provided shows that the implant is damaged around collar area (drive feature). Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (bnst411) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information (picture evidence), device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.